Manufacturer narrative:
The device was evaluated at ode. As a result of the evaluation, the following was confirmed. The control knob was worn. The housing was chipped in several places. The camera cable was externally worn due to excessive stress. There was no abnormality in the function of the device and there was no leakage. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. Based on the information that the device was badly rusted, the device may have rusted because the device was damaged by the user's impact, such as dropping, and liquid adhered to the inside. Alternatively, the device may have rusted because the user used the device without drying it sufficiently. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus (B)(6) (ode) due to rust on components of the device. Ode inspected the device and disassembled the adapter and found it to be heavily rusted. The shaft of the endoscope mount was badly rusted, and the shaft was before the surface treatment was improved. The user was concerned that corrosive particles from the camera head could drip onto the patient's open wounds. There was no report of patient injury associated with the event.